Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 287 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 267 mg/dl and 279 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date at time of call is about three weeks ago. The meter memory was reviewed for previous test result history: the 241mg/dl (B)(6) 2017 08:29 pm fasting: yes, the 185mg/dl (B)(6) 2017 11:40 am fasting: yes, the 212mg/dl (B)(6) 2017 11:07 am fasting: yes, the 236mg/dl (B)(6) 2017 02:56 pm fasting: yes, the 287mg/dl (B)(6) 2017 02:44 pm fasting: yes, memory concerns: 241, 185, 212, 236 and 287mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 287 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 267 mg/dl and 279 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date at time of call is about three weeks ago. The meter memory was reviewed for previous test result history: (B)(6).